Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reading inaccurately high. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2014 at an unspecified time. The patient tested with the subject device and observed a reading of ¿390mg/dl¿ which he felt was higher than his normal readings/feelings. The patient manages his diabetes with an unknown type/dose of insulin and is a self-adjuster and he denied taking any action regarding his usual diabetes management routine in response to the alleged high reading. The patient claimed that he ¿lost consciousness and had a stupor like condition¿ approximately 1 hour later. He reported that he was treated with a glucagon injection by a non hcp at an unknown time. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the test strips were unexpired at the time of use. A control test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia that required treatment by a non hcp after the alleged meter issue began.